Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because drawer 1-2 failed due to the pocket cubie being open. A field service engineer guided rx through the process of recovering the cubie, as the option for the pocket was not available initially. However, this option appeared successfully on the second attempt. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
The customer reported that the pyxis medstation es system auxiliary drawers 1.1 and 1.2 malfunctioned. The customer confirmed that there was a delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.